Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27fkx, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). Codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the lead was not providing adequate therapy and symptom relief since implant, stimulation seen in toe only. Comfort settings have been altered to no avail. There were no factors which contributed to the issue and the cause of the lead issue was not determined. Troubleshooting included post implant setting changes; no x-rays had been taken. When asked whether the patient ever had effective therapy since implant (B)(6) 2020, the hcp/rep stated they had some relief but it was always felt mainly in the toe vs the bicycle seat. Lead revision was scheduled for (B)(6).

Manufacturer narrative:
Continuation of d11: product ID 978a128 lot# va27fkx serial# implanted:(B)(6) 2020,explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #:(B)(6) , ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: revision took place and patient is now having symptom relief and doing great.